Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clear window of the ventricular assist device (vad) shoulder pack was completely torn out and was "not safe due to tear." The pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The shoulder pack with unknown lot number was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the pack revealed a damaged viewing window. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.